Manufacturer narrative:
Explant date corrected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was unable to increase the stimulation or increase the amplitude after a spinal fusion. The sjm representative interrogated the system and found multiple high impedances and reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the lead and ipg were removed and replaced. It was determined the surgeon has cut the lead during the spinal fusion procedure. The scs system was functioning properly before the spinal fusion procedure and the ipg was electively replaced. Therapy has resumed and issue has been resolved.